Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026 at approximately 3:30 PM, the patient was at home cooking when he began experiencing shaking in his knees and lost consciousness (LOC). The patient reported that the continuous glucose monitor (CGM) was functioning normally prior to the event and was displaying glucose readings; however, he did not receive an alert and was unable to recall the CGM glucose value immediately before the LOC event. Following the incident, the patient's wife contacted emergency medical services (EMS). Upon arrival, paramedics performed a fingerstick blood glucose (FSBG) measurement, which was reported as 39 mg/dL. The patient was unable to recall any CGM glucose readings obtained during the event. The patient was transported to the hospital, where he was admitted for approximately two days. He was discharged on (b)(6) 2026. The patient was unable to provide any additional blood glucose measurements obtained during hospitalization and could not recall details regarding the physician's assessment, diagnosis, or treatment received during his hospital stay. The patient reported that no treatment was required upon discharge. At the time of the report, the patient stated that he was in stable condition and feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.